Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was chronic rm05 error and the controller was working fine. The manufacturer representative (rep) was working with the patient to resolve recharging difficulty and chronic system error code of rm05 showing on controller whenever patient tried to charge ins. Patient reported going through metal detector and having stimulation on. After going through metal detector, patient tried to use their controller and got an error message with error code and then their stimulation shut off during the time. Patient had been getting no device found and rm05 error code when trying to charge ins over the past week. Initially, it found the ins and was showing excellent charging. Ins was in red and depleted and controller showing 90% charge level. After a brief time charging, the system error screen showed again with rm05 code. The controller was plugged into the wall a nd it worked fine and showed that ins battery was empty message. No symptoms or patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue had been resolved.